Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and inspection revealed a crack in the reservoir connecting tube that caused saline leakage. Therefore, the reservoir was replaced. The old reservoir was not removed. The patient had a stable outcome.